Manufacturer narrative:
The device was returned along with an 8fr cook sheath. The sheath had been detached from the hub of the sheath. Several small kinks were noted along the length of the sheath. Visual and tactile examination of the returned device revealed the stent had moved proximally on the balloon and was located 1mm proximal to the proximal edge of the proximal markerband. A clear impression of where the stent was originally crimped is visible on the balloon material. The balloon was folded and wrapped around the shaft of the device. The distal end of the stent was slightly flattened around the proximal balloon cone and the struts of the stent had been pushed apart. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: (B)(6). (B)(4).

Event description:
It was further reported that the 75% stenosed denovo target lesion was located in the non tortuous and mildly calcified left superficial femoral artery. Access was obtained via the right femoral artery. The stent dislodged within the introducer sheath at the left common iliac artery. The introducer sheath and sds delivery system were removed together as one unit over an amplatz guide wire. The devices were not stuck together but were removed as a unit to recover the stent before it could dislodge inside the patient. Another introducer sheath was inserted, a right iliac angiographic was performed, the introducer sheath removed and then the procedure was completed.

Event description:
It was reported that during preparation for a carotid stenting treatment procedure, a stent dislodgement occurred. A 7.0x30x135cm express ld iliac/biliary stent delivery system was selected and the stent dislodged inside an unspecified introducer sheath. Both the introducer sheath and sds were removed. The procedure was completed with a different device. No further complications were reported and the patient's status is ok.